Manufacturer narrative:
Citation: poster session of the 47th annual meeting of the (B)(6) society for cardiovascular surgery. Title of poster: pp-176 "usefulness of cg future for patients with functional mitral valve regurgitation due to dilated annulus¿, (B)(6) university earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information from a poster session of the 47th annual meeting of the (B)(6) society for cardiovascular surgery title of poster: pp-176 "usefulness of cg future for patients with functional mitral valve regurgitation due to dilated annulus¿, (B)(6) university summary: the purpose of this study was to evaluate feasibility of mitral annuloplasty using medtronic cg future band to treat functional mitral regurgitation (mr). All data were collected from a single center between (B)(6) 2010 and (B)(6) 2016. The study population included 76 patients, which were divided into two groups, cg future band (cg group) and physio ring ii (pr group). Cg group included 53 patients (female 45.3%; mean age 72.8 years old), all of which were implanted with medtronic cg future band (serial numbers not provided). Among all patients in cg group, 5 in-hospital deaths and 3 deaths at follow-up (17.7 months) occurred (causes of death are unknown). There was no reoccurrence of moderate/severe mr reported at 6-12 month follow up. Moderate/severe mr free rate was 100% among cg group at one year, and 95% at three years. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.